Event description:
Customer stated high pressure alarm went off without hearing the alarm states blood glocuse were eleveated and set was changed. Alarm occurred twice more without sound. Customer reverted to manual injections.